Manufacturer narrative:
No product will be returned per the customer. The photo provided by the customer shows red fluid, possibly blood, leaking on the floor. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing disconnected from the stopcock and leaked while anesthesia was inducing a patient. This resulted in administering more sedation medication to the patient. There was no patient harm.